Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients ipg was explanted for unknown reason. The explanted device will not be return.